Event description:
It was originally reported to tyco/kendall healthcare on 5/31/2007 that the customer reports "when you take off the white cap there's a piece of a needle that comes out, the back is not attached where it is supposed to be at the blue part." The customer is reporting that the needle appears off centered and not where it should be. This complaint is not referencing a broken needle." Upon receipt and eval of the sample ijn 2007, it was determined that the needle had detached from the hub.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.